Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged her ipg for an extended period of time. The sjm representative met with the patient and was unable to communicate with or charge the ipg. Surgical intervention will be taken at a later date to address this issue.